Event description:
It was reported to baxa in late 2008, that a pt rec'd a tpn solution that contained magnesium when no magnesium was ordered by the dr. The tpn solution ("subject tpn") was compounded using the micromacro compounder. The pt, prior to receiving the subject tpn, had been taken off of a ventilator earlier in the day. The ventilator was being used because the pt was having trouble breathing. The subject tpn was infused 10 hrs of the 24 hr infusion. The pt again had trouble breathing and was therefore put back onto a ventilator. A loss of muscle tone was also reported as an event that occurred after the subject tpn was infused. The tpn infusion was stopped and was assayed and it found to contain 61.5 mg/dl magnesium. No magnesium had been ordered to be compounded into the solution. The pt was then put on calcium chloride therapy for 48 hrs. The pt had no further issues and was released a day prior.

Manufacturer narrative:
A review of complaints submitted to baxa shows the customer had called baxa on the date the incident occurred, in 2008, shortly before the subject bag had been pumped. The issue reported was that the customer's bags were out-of-range (under-delivered) by 28%. All bags that were out-of-range were reported to technical support as having been destroyed. In speaking with technical support, the customer found an incorrect inlet tube had been connected to an incorrect port on the compounder valve which resulted in the bags under-delivering. The inlet was connected to the correct port, and all inlets were primed and verified to be correctly placed, and a new bag was pumped within the acceptable 3% range. In speaking with technical support, and the customer, neither can confirm which ingredient was incorrectly connected to the pump. It can therefore not be determined if this was the cause of the magnesium content in the subject tpn. The blackbox data was analyzed by baxa support services, and it was confirmed that the pump delivered the requested amount of ingredient from each port. The blackbox data indicates that the compounder functioned as designed. The cause of the magnesium in the subject tpn is unk, but the call to technical support about an unk ingredient being connected to an incorrect port shortly before the bag was made makes incorrect setup of the compounder the most likely cause.